Event description:
It was reported the patient¿s stimulation changed from steady to pulsing. It was noted the patient wanted to be seen for possible depletion and reprogramming.

Event description:
Follow up information received reported that the manufacturer's representative met with the patient on (B)(6) 2014 where it was noted that they were getting greater than 50% reduction in their symptoms and getting good coverage with current programming from their implantable neurostimulator (ins). The patient confirmed that they felt a pulsing sensation instead of a "steady" stimulation and it was determined that the rate on the ins was the cause of this change. The only action reported was an adjustment to the rate. The patient was also re-educated on how to adjust the rate. The patient was directed to call the representative if they had any further trouble. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n181613, implanted: (B)(6) 2009, product type: accessory. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6 ) 2009, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3778-75 lot# serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).